Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6), 2011. Subsequently, the patient was revised on (B)(6), 2011 due to movement of the acetabular cupshell and fracture of the acetabular screw components. Patient suffered from dementia and postoperatively, was reportedly non-compliant with surgeon's recommendations leading to extreme forces being applied to her acetabulum. Revision was performed to repair and replace the acetabulum and an adjustment of the neck length was performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The insert states: the patient¿s ability and willingness to follow instruction is one of the most important aspects of successful fracture management. Patients with senility, mental illness, alcoholism, or drug abuse may be at higher risk of device failure. These patients may ignore instructions and activity restrictions. Furthermore, in the possible adverse effects section it states; bending or fracture of the implant and loosening or migration of the implant. This is MDR two of three (0001825034-2012-00036 and 0001825034-2012-00042) for this event.